Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of leaks past the reservoir and o-rings of the insulin pump. The customer's blood glucose reading was 200 mg/dl. The customer stated that the reservoir leaked into his pump. The customer stated that the insulin was visible during the reservoir housing. The customer stated that the reservoir is leaked past the second o-ring. The customer was advised that the leak could be an air bubble in the reservoir that is expanding during filling. The customer did not have reservoir with him as it was a past event.